Event description:
It was reported that during a scheduled changeout procedure, this device was an attempted implant. The physician attempted to connect a non-boston scientific lead into the header of this device; however, it was not possible since it would not fit. The physician opted to reconnect the old device and reschedule an additional procedure. No adverse patient effects were reported. Further information regarding product return status has been requested.